Event description:
A lifeport vascular access port cagalog # lvtx-7513 from lot # 28233 was implanted in 2006. Chest x-ray after procedure showed satisfactory positioning and no pneumothorax. The pt was undergoing chemotherapy for lymphoma. When inability to access the port was reported, an x-ray was done and revealed the catheter was split underneath the collar bone. The port was removed in 2007, and replaced with a port from lot# 29207.

Manufacturer narrative:
The complaint, "x-ray revealed the catheter was split underneath the collar bone", was confirmed. The attached polyurethane catheter segment revealed damages consistent with luminal narrowing, compression and longitudinal slits. These damages appear consistent with catheter fracture by "pinch-off syndrome".